Event description:
During shoulder surgery, the pt received 3rd degree burns in two locations, the size of a dime. The surgeon used a large conmed pad # 61-7310 that was placed on the pt's ribs. They sat the pt up after the pad was placed instead of having them up in place and then applying the pad as indicated in the instructions for use. Pt was treated at the burn ctr.